Event description:
It was reported that during preparation of the 3.0 x 6 mm trek balloon, an attempt was made to aspirate the air, but only air bubbles were pulled, and the device could not be prepped. The stopcock was changed, but still the device could not be prepped. It is unknown if the balloon was soaked. There was no resistance or damage noted during removal from the packaging. A new unknown balloon was used successfully with the same inflation device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.